Event description:
Customer reports cic units are rebooting. There was no reported patient injury. Investigation/conclusion: ge healthcare's investigation into reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.